Manufacturer narrative:
Please note that this date is based off of the date of publication of the article as the event dates were not provided in the published literature. Other relevant components include: product ID neu_unknown_cath lot# unknown serial# implanted: explanted: product type catheter. Literature: mobolaji-lawal, m., chaudhuri, r., marsh, r.h., miller, e.s., bhatia, k. Generalized itching and lower-extremity spasticity in a patient with intrathecal baclofen pump. The journal of emergency medicine. 2017 pp. 1-5. Doi: 10.1016/j.jemermed.2017.08.090.

Event description:
Summary: the case is of a patient implanted with an intrathecal baclofen pump for intractable spasticity secondary to traumatic paraplegia caused by a motor vehicle accident. Reported event: information was received regarding a patient who was receiving baclofen at 620 mcg/day via an implantable pump for I intractable spasticity. It was reported the patient presented to the emergency department (ed) complaining of severe generalized itching, facial flushing, and lower-extremity spasticity. The symptoms began 24 hours prior to presentation, and had been progressively worsening. At home, the patient tried gabapentin, oral baclofen, oxycodone, and medical marijuana, with no improvement in symptoms. Additionally, the patient had been diagnosed with a urinary tract infection (uti) two weeks prior to presentation. A physical examination revealed the patient was uncomfortable and in moderate distress secondary to spasticity and pruritus. Frequent visible spasms of the bilateral lower extremities were observed. The skin was warm and diaphoretic with facial flushing and excoriations to the abdomen. The presence of generalized itching, facial flushing, and borderline low blood pressure in the setting of starting a new antibiotic 5 days prior for the treatment of the uti raised concern for an allergic reaction or anaphylaxis. Worsening of the uti with the development of septic shock was considered as a possible etiology for the hypotension. Baclofen overdose and withdrawal were considered as possible causes for presenting symptoms. Intrathecal baclofen (itb) withdrawal was higher on the list of differential diagnosis. The hcp considered other causes of acute onset muscle spasticity, rigidity, and hypertonicity. An IV line was placed and normal saline was administered. The patient was then given diphenhydramine 50 mg via the IV for his pruritus, and due to concern for an allergic reaction. The patient was also given two doses of ativan 2 mg via the IV for his spasticity, with minimal improvement. The patient's complete blood count was within normal limits, with the exception of a white blood cell count of 10.2 k/microliter with 79.5% neutrophils, 10.5% lymphocytes, and 8.4% monocytes. There was a high clinical suspicion for itb withdrawal syndrome. A plain abdominal radiograph was performed to assess the integrity of the catheter system. The visual portions of the catheter revealed a catheter tip that projected to the level of t10-t11, similar in appearance to a lumbar computed tomography (CT) scan from 3 months prior, without evidence of malposition or breakage. The chronic pain team consulted the patient's itb pump at bedside, and found that it was functioning appropriately mechanically. The chronic pain team had low suspicion for itb withdrawal, and favored uti or other infectious etiology as the underlying cause of the patient's symptoms. The patient developed worsening spasticity, itching, and mild agitation. The patient was given additional diphenhydramine, valium, and morphine, with only minimal improvement. The pain service reevaluated the patient in the ed. They delivered a 50 mcg bolus of baclofen through the implanted itb pump and increased the infusion rate from 620 mcg/day to 675 mcg/day. This had no effect on the patient's symptoms. Given the failure of additional pump-administered baclofen to ameliorate the patient's spasticity, the hcp suspected the patient's symptoms were secondary to acute baclofen withdrawal caused by an occult pump malfunction. The pain service recommended symptom control with increasing benzodiazepine titration and hospital admission for a catheter dye study and nuclear medicine tracer study to further assess the itb pump. In the ed, the patient required multiple doses of IV valium, administered every 30-60 minutes, without significant improvements in his symptoms. Urinalysis revealed 1 + leukocyte esterase, negative nitrite, 200 white blood cells/high-power field, 1 red blood cell/high-power field, and trace bacteria. Given the possibility that the presence of a uti could be escalating the patient's baclofen needs, and thus precipitating his baclofen withdrawal, the patient was treated with vancomycin and ceftriaxone. Given escalating needs for benzodiazepines and anticipated clinical course, the patient was admitted to the medical intensive care unit (micu). On arrival to the micu, the patient had worsening symptoms which were treated with escalating doses of IV valium, oral and IV opiates, and cyproheptadine. Treatment was further escalated to a hydromorphone patient-controlled analgesia and midazolam infusion, and ultimately to a dexmedetomidine infusion. These interventions improved the patient's spasticity, but resulted in worsening somnolence. The patient became hypercarbic and was unable to protect his airway at the doses of precedex needed to control his spasticity. As a result, the patient was intubated and started on a propofol drip, with good control of muscle spasticity. The catheter dye study revealed a kink in the catheter. The kinked catheter was then corrected surgically by the pain team. Nuclear medicine studies performed after surgical correction showed return of appropriate pump function. The patient had been in the ICU for 4 days during his evaluation and treatment. After the correction of the pump, the patient's spasticity improved to baseline and the patient was successfully extubated. Itb was continued at 900 mcg/day, with a plan to titrate down during outpatient follow-up. Home medications were continued, and the patient was transferred to the regular medical floor in stable condition. No further complications were reported or anticipated. The patients daily medications included gabapentin (300 mg three times a day), oral baclofen (30 mg four times a day), oxycodone as needed, and medical marijuana as needed. The patient's medical history included traumatic paraplegia with neurogenic bladder after a thoracic spinal cord injury (t11 level) due to a motor vehicle accident in 2009. The patient underwent an itb pump implantation in 2010 for intractable spasticity. There was a history of enterococcus faecalis utis. The patient's surgical history was significant for cholecystectomy and thoracic fusion. Additionally, the patient's pump was replaced in 2016 (3 months prior to presentation) as part of routine hardware maintenance.